Manufacturer narrative:
The device is expected to be returned for investigation. It has not been received. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.

Event description:
It was reported that a trained physician attempted arteriotomy closure with a starclose device after an interventional procedure. The vessel locator may have not performed correctly and the clip was deployed in the tissue. The device was removed, but it's unknown how hemostasis was achieved. There was no patient consequence. No additiolnal information is available.